Event description:
Cement bone dough polymer monomer liquid 20ml 40gm 1 sterile latex single serial no: (B)(4) model/cat no: (B)(4). Implant name: cement bone dough polymer monomer liquid 20ml 40gm 1 sterile latex single - log315068 laterality: left area: knee. Manufacturer: zimmer action: implanted number used: 2. Lot no: 62786332 exp date: (B)(6) 2017. Description: opened to field by (B)(6) at 1449. Inventory item: plate tib 62x41x2mm nexgen micro knee tivanium pmma uhmwpe precoat cement mod stem sterile. Sterile no: model/cat no.: (B)(4). Implant name: plate tib 62x41x2mm nexgen micro knee tivanium pmma uhmwpe precoat cement mod stem sterile - log315068. Laterality: left area: knee manufacturer: zimmer action: implanted number used: 1. Lot no: 63215865. Exp date: (B)(6) 2026. Description: operated to field by (B)(6), m at 1608. Inventory item: component fem d std knee lt cement option lps nexgen zimaloy sterile serial no: model/cat no: (B)(4). Implant name: component fem d std knee lt cement option lps nexgen zimaloy sterile - log315068. Laterality: left area: knee. Manufacturer: zimmer action: implanted number used: 1. Lot no: 62946321. Exp date: (B)(6) 2025. Description: opened to field by (B)(6), rn # (B)(4). Inventory item: component patellar std 8mm 29mm nexgen uhmwpe knee sterile blue grn yellow purple stripe. Serial no.: model/cat no: (B)(4). Implant name: component patellar std 8mm 29mm nexgen uhmwpe knee sterile blue grn yellow purple stripe - log315068. Laterality: left area: knee. Manufacturer: zimmer action: implanted number used: 1. Lot number: 63239960. Exp date: (B)(6) 2023. Description: opened to field by (B)(6), rn at (B)(6). Inventory item: insert articular 1-2 mm c-d 10mm knee net mold fix uhmwpe lps-flex nexgen sterile serial no: model/cat no: (B)(4). Implant name: insert articular 1-2mm c-d 10mm knee net mold fix uhmwpe lps-flex nexgen sterile - log315068. Laterality: left area: knee. Manufacturer: zimmer action: implanted number used: 1. Lot number: 63255305. Exp date: (B)(6) 2024. Description: opened to field by (B)(6), m. Implants. Tibial components loosening and misaligned. Severe pain, lack of rom and revised on (B)(6) 2018.